Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization block h11: based on the available information, the reported event of loss of visualization was confirmed. During the media inspection of a photo provided by the customer, it was seen that the exalt sud error screen was present. However, the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of scope loss of visualization was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, the most probable causes that contributed to the event could not be established.

Event description:
It was reported to boston scientific corporation that a exalt model d was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2026 for the treatment of pancreatic cysts & intraductal papillary mucinous neoplasm (ipnm) during the procedure, visualization was lost as the physician attempted to cannulate. The procedure was completed with a second exalt model d scope. There was no patient complications reported as a result of this event.